Event description:
The customer reported that he had to call the paramedics twice in the last three days due to low blood glucose. The blood glucose reading was 40 mg/dl at the time the paramedics arrived. Customer stated that he had unexplained low blood glucose prior to calling the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.